Event description:
It was reported in clinic notes that the "indication for vns adjustment" was due to increase in seizures, however the settings were listed and no changes were indicated. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.